Event description:
The account observed an increase of error code 1007, unable to process test, activated read failure on the architect i2000. Additionally, there was an increase in initial reactive/ repeat non-reactive hbsag results. Field service confirmed the issue was with the reaction vessels (rv). The rv lot was replaced and the issue resolved. No impact to patient management was reported.

Event description:
The pt fell a week ago directly on her back very hard. Following the fall, the pt had stimulation in the wrong location. She felt strong and painful stimulation in her right hand/fingers and some stimulation in her face. The pt adjusted her stimulation by turning it down several times to try and reduce the stimulation in her hand and face; turning the amplitude down had not reduced it. The pt was at home. F/u with the pt's physician was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
(B) (6). As reported to coloplast, the green tip on the transobturator arm of the sling cracked during the arm passage through the obturator foramen. The sling was not removed.

Manufacturer narrative:
(B)(4), suspect medical device, lot #:additional architect reaction vessels (rv), list # 7c15-01, lot # 69176p100.upon further review, an additional suspect rv lot, 69176p100 was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.